Event description:
Turned off in middle of infusion. No other information available.

Manufacturer narrative:
The device evaluation is underway. Results will be reported when the evaluation is completed.